Event description:
Spontaneous call: patient reported that at the end of his hizentra infusion today, his freedom pump malfunctioned and will no longer retract. Patient confirmed that he was able to complete today's infusion without any issue. Patient will get replacement pump sent to him and malfunctioning pump will be returned. No further information provided. Reported to cvs/caremark by pt/caregiver.